Manufacturer narrative:
Device investigation details: the device was visually inspected and a red color was observed on pebax. A second closer inspection was performed and a hole was found on the pebax as well as a reddish material inside of the pebax. Then, the magnetic sensor functionality was tested on carto and the catheter failed: error 106 was observed. A failure analysis was performed in which the catheter was dissected on the tip area, and a loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device 30310357m number, and no internal actions related to the reported complaint condition were identified. The customer complaint regarding force sensor error was confirmed. Improvements have been implemented to reduce force sensor internal issues. This issue is highly detectable by the physician. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that whenever coming ablation, there were high force values displayed, from anywhere around 70g-150g of force. Caller reported that after coming off ablation, the force values would go back to normal. The catheter was re-zeroed multiple times, without resolution. The catheter was replaced and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The catheter has been determined to be the root cause of the complaint reported. The procedure was continued. There was no patient consequence. The customer¿s reported force issue is considered to be not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. On 5/29/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initival visual inspection found a red color observed under the pebax. This finding was assessed as not reportable since there was no indication of the integrity of the device being compromised. On 6/22/2020, during a second visual inspection, a hole was found on the pebax as well as a reddish material inside of pebax. This finding of a ¿hole¿ in the pebax is considered to be an MDR reportable malfunction since the integrity of the device is confirmed to be compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 6/22/2020 and reassessed this complaint as MDR reportable.